Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, while stapling the stomach with the presence of a fouchet catheter, the surgeon had to do a second stapling to make a smaller pouch. It was noted that there was a tissue damage.